Event description:
Tr band placed on patient after cardiac cath procedure. Reported and documented that 11cc was placed in tr band by cath lab team, only able to be removed 7cc's of air per tr band protocol. Reference report #mw5117575.